Event description:
One of the prongs on the anchor inserter broken during anchor insertion into the pilot hole. It was noticed to be bent after initial insertion. The surgeon straitened with a surgical snap. Then reinserted it into the pilot hole. After using a mallet to move the insert to positive stop, untethering sutures, removed inserter in normal fashion. The surgeon noticed the prong missing upon inspection after removing it from the cannula. Attempts were made using c- arm with pictures to find missing prong. It was not noticed on the screen or anywhere outside of the surgical site- on drapes etc.

Manufacturer narrative:
The reported condition could not be confirmed, since the reported unit was not returned. Probable root causes can be associated, but not limited to: inserter/implant not compatible with guide. Inserter material/design too weak. Inserter shaft cannot bend around curved guide. Drill not designed to center hole with respect to guide. Guide mouth not designed to grip bone. Guide not able to be gripped tightly. Inserter, implant, and/or guide manufactured out of spec. Excessive force impacting inserter. Movement of guide out of orientation to pilot hole. Use of wrong drill. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
One of the prongs on the anchor inserter broken during anchor insertion into the pilot hole. It was noticed to be bent after initial insertion. The surgeon straitened with a surgical snap. Then reinserted it into the pilot hole. After using a mallet to move the insert to positive stop, untethering sutures, removed inserter in normal fashion. The surgeon noticed the prong missing upon inspection after removing it from the cannula. Attempts were made using c- arm with pictures to find missing prong. It was not noticed on the screen or anywhere outside of the surgical site- on drapes etc.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.